Event description:
It was reported that: during inventory the guide wire was noted to be kinked. The issue was identified with 3 devices prior to use on patient. There was no patient involvement. 2 other complaints are associated. 3006425876-2023-00891 and 3006425876-2023-00892.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: during inventory the guide wire was noted to be kinked. The issue was identified with 3 devices prior to use on patient. There was no patient involvement. 2 other complaints are associated. 3006425876-2023-00891. 3006425876-2023-00892.

Manufacturer narrative:
Qn#(B)(4). The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. The customer provided one photo for analysis and returned one unopened sac kit for analysis. No definite signs-of-use were observed. Visual inspection revealed one major kink in the guide wire body. Creasing on the guide wire protective tubing and the kit packaging were also observed. The damage observed was consistent with defects related to storage and shipping. The major kink on the guide wire measured 159mm from the distal end. The guide wire total length measured 350mm, which was within the specifications of 345-355mm per product drawing. The kink and the guidewire length were measured via calibrated ruler. The guide wire outer diameter (od) measured 0.51mm via calibrated caliper, which was within the specifications of 0.508-0.533mm per product drawing. Functional inspection of the guide wire was performed per the product instructions for use, which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide". The guide wire was passed through the returned 20 ga introducer needle. The undamaged portions of the guide wire were able to pass completely through with no resistance. A manual tug test confirmed the distal and proximal welds were intact. The m anufacturing site indicated that the observed kink, in addition to the creasing in the packaging, was consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire was passed through a ring gauge so it was unlikely that this defect would have been present prior to release from the manufacturing site. The instructions for use (IFU) provided with this kit warns the user, "precaution: use of excessive force may damage catheter or guidewire." The product labelling was updated to clearly inform the customer to not bend the product and was intended to reduce the potential for product damage. A device history record review was performed, and no relevant findings were identified. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.